Manufacturer narrative:
Complaint conclusion: when the physician attempted to use a brite tip sheath, he noted that the dilator was protruding through the sterile pouch. The seal of the sterile pouch was not open and there was no damage to the product. Another brite tip sheath was used and the procedure finished successfully. There was no reported patient injury. There was no other damage noted to the sterile packaging. There was no foreign matter present inside the sterile package. It is unknown how it was stored in the lab. One non sterile si 9f brite tip 23cm kit components pouch bag was received for analysis inside a sealed transportation bag identified as catalog number 401923m; lot number 15576726. Per visual analysis, the pouch bag was found hole damaged at the bottom side of pouch near to the straight seal. The length of the hole is approximately 5mm. The vessel dilator was received not properly mounted on the card holder. The packaging box was not received for analysis. No more anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer as ¿endovascular vascular access- packaging/pouch/box- compromised sterility-sterile barrier breached¿ was confirmed during analysis due to the condition of unit hole damaged most probably due to device not properly secured on mounting card as received. A risk assessment has been opened to address this issue.

Event description:
It was reported by the affiliate that when the physician attempted to use a 9f 23cm brite tip sheath, he noted that the dilator (the accessory of the brite tip sheath) protruded from the sterile pouch. The seal of the sterile pouch was not open. There was no damage to the actual product. Therefore, another brite tip sheath was used instead. The procedure finished successfully. There was no reported patient injury. The product was not clinically used. The product will be returned for analysis. There was no other damage noted to the sterile packaging. There was no foreign matter present inside the sterile package. It is unknown how it was stored in the lab.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Review of lot 15576726 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.